Event description:
It was reported that while using an infusor the solution "didn't flow." The patient was connected at the time of this event. This device was filled with 4mg of ondansetron and an unknown diluent. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one device was received for evaluation. Upon receipt, flow was not visually observed at the distal luer, after being force-primed. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.